Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective replacement, following confirmation that the implantable pulse generator (ipg) had reached its end of service. The patient was noted to be a high frequency user who increased stimulation settings beyond the specified parameters, resulting in the battery depleting sooner than expected. Postoperatively, the patient is doing well. The current location of the explanted device remains unknown.